Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus bl 22ga x 1.00in prn leaked during use. The following information was provided by the initial reporter: the extension tube of pegasus was burst during the enhancement of the nmr, and the drug delivery velocity was 1.5 ml/s. The burst tube caused waste of contrast agent, and the patient needed to give the drug on an empty stomach, so the patient was very excited.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/20/2020. H.6. Investigation: a device history review was conducted for lot number 9110630. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by the facility. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn leaked during use. The following information was provided by the initial reporter: the extension tube of pegasus was burst during the enhancement of the nmr, and the drug delivery velocity was 1.5 ml/s. The burst tube caused waste of contrast agent, and the patient needed to give the drug on an empty stomach, so the patient was very excited.